Event description:
A biopsy guide was incorrectly positioned by a hospital assistant on the p6-3 ultrasound transducer and the subsequent needle insertion entered the skin on the wrong side of the transducer. The pressure required to penetrate the abdominal wall meant that as the needle started to move into the pt it did so with such force that, by the time it was visualized on the screen, it had already entered the amniotic sac. The needle did not penetrate the fetus. However, because the viability of the fetus was already in doubt, and the fact that an uncontrolled penetration of the sac had taken place meant the pt decided to elect for a termination of the pregnancy.